Event description:
It was reported the positive expiratory end pressure did not hold pressure as expected. No patient involved- found during testing.

Manufacturer narrative:
Other text: returned device was received in used physical condition. The case was cracked, the front panel was warped, and the relief alarm, air mix, peep and CPAP knobs were all damaged. During the evaluation of the device, the peep control needle was found to be out of adjustment causing the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.